Event description:
On 05/20/08 the pt stated that for the past 2 months she has experienced air bubbles in her insulin cartridges. She stated that the air bubbles appear after the insulin cartridge is placed into the infusion device. She performs a prime to remove the air bubbles. She stated that she allows insulin to reach room temperature before use. She does not adjust the piston rod of the insulin device before inserting the insulin cartridge and she does not attach the adapter or infusion tubing prior to insertion. She was educated on the proper procedure. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.